Event description:
The patient's mother reported that the patient passed away on (b)(6) 2026, at the Emergency Room. Prior to arrival at the ER, the patient experienced recurrent loss of consciousness and severe back pain. After transport by ambulance to (b)(6) Hospital in (b)(6), healthcare providers initially suspected an infection associated with a ruptured toe and treated the patient with antibiotics while managing significantly low blood glucose levels (values not provided). Approximately two hours after arrival, the patient experienced a stroke and subsequently died despite resuscitative efforts. The patient had a history of diabetes, end-stage renal failure, and dialysis treatment three times weekly. The patient was believed to have been wearing an OmniPod at the time of death; however, the pod was reportedly discarded by the hospital.

Manufacturer narrative:
According to the complainant, the device will not be available for investigation. Therefore, no investigation can be completed and Insulet considers this investigation closed. Based on the available information, we are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.5.Hardware: iPhone14.5.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.